Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head is falling off [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unknown age reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b powertip brushhead falls off. He stated only one brush head from a pack of three has been loose. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product not returned after 3 attempts. 08-sep-2015 plant investigation completed for production code of concomitant brush head provided by consumer. Refill/production lot combination is not possible. Either it is an eb20 or an ip model brush head. In both cases the spc-data shows no issues. Complaint has insufficient information to investigate further, no signal detected, no further actions unless new information/sample received.

Event description:
Brush head is falling off [device breakage] no adverse event [no adverse event]. Case description: a male consumer of unknown age reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b powertip brushhead falls off. He stated only one brush head from a pack of three has been loose. No symptoms developed.